Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was experiencing poor communication. The patient initially reported it was not working correctly/not working like it should, the patient clarified they were referring to the patient programmer and not the stimulator. Patient stated they were seeing a 7 and it shouldn't do that. It was clarified the patient was seeing poor communication on their patient programmer. Patient stated they got poor communication at the hospital,but they were able to successfully connect. Patient stated they were told they wanted to check it again the day of the report. Patient initially stated they weren't feeling stimulation. Patient was asked for the date they stopped feeling stimulation and they stated they did feel stimulation. Patient stated they couldn¿t reach their implant site to use the patient programmer and they needed someone to help them, but no one was currently there. It was recommended to use the antenna, but the patient reported the implant was too low for them to reach and they needed help. No further complications were reported or anticipated.